Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties occurred. The lesion being treated was located in the non tortuous, non calcified, 100% occluded, diagonal artery, second section. The vessel diameter was reported as 3.0mm. The vessel was pre dilated with a 20 mm length balloon. The physician implanted a taxus express2 3.0 x 20 mm drug eluting stent. The stent was post dilated with an extensor 3.5 x 10 mm balloon. Upon withdrawal of the balloon there was resistance. The physician had to inflate and deflate more times to remove the balloon. No pt complications were reported. The pt was given ticlid and aspirin pre procedure, tirofiban during and asa and tirofiban post procedure. The pt's status is reported as satisfactory/good.